Event description:
Bovie pencil became very hot very quickly and touched the finger of team member burning through two pairs of gloves during an exploratory laparotomy. Team member did not require treatment for injury. No injury to patient. All equipment and disposables were removed from service. Clinical engineering tested equipment and found output from ecu to bovie pen were within specs.